Event description:
The pt was admitted for an ascending aortic dissection. Intraoperatively, it was noted the aortic valve had thrombus formation. An elephant trunk procedure was performed and due to this difficult procedure, the valve was not replaced; however, the thrombus was removed. The valve remains implanted and the pt is being considered for permanent warfarin medication.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve remains implanted. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported thrombus causing the high gradient remains unk.